Event description:
It was reported that t2 deployed at the same time as t1. No patient injuries were reported.

Manufacturer narrative:
Visual assessment of the device showed the needle is dramatically bent on two planes. No suture or ts were returned. The device was functionally tested for proper actuator advancement and cycling and was found not to function as intended due to the bent needle. Intentional or unintentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. Device history record review was performed and confirmed no abnormalities were reported with this lot during manufacture. Use error may have been a contributing factor for this event.